Manufacturer narrative:
The returned device is being evaluated. We are unable to confirm the reported bent cannula or to determine its root cause. Once the investigation is completed a follow-up report will be submitted. Release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose reached 289 mg/dl after wearing the pod between 4 and 24 hours. The pod was deactivated and the patient noticed that the cannula was kinked.